Event description:
Physician reported "patient noticed a change in shape of left breast" and underwent an ultrasound which revealed a ruptured left breast implant with no axillary lymphadenopathy. On clinical examination, physician reported left side implant feels slightly firmer and is obviously deformed by a capsular contracture, grade 3. On palpation there were no palpable silicone granulomata and no axillary lymphadenopathy. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, h6 the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture and capsular contracture, grade 3.

Event description:
Physician reported "patient noticed a change in shape of left breast" and underwent an ultrasound which revealed a ruptured left breast implant with no axillary lymphadenopathy. Device remains implanted.

Manufacturer narrative:
Phone# (B)(6). Additional contact: jude, phone# (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.